Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to water invading the scope connector. The event can be detected/prevented by following the instructions for use which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope was hard to connect to the stack doesn¿t connect. There was an e216 scope communication error, and the image would go black when the needing section was manipulated. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed upon initial inspection. However, during a potential adverse event evaluation, an image was evident. There were also signs of corrosion from fluid ingression when the plug body was disassembled. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. A supplemental report will be submitted if the user facility provides any additional information or upon completion of the investigation.